Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, an error code indicating that the internal li ion battery fuse is open was observed. The customer does not want any repairs done to the unit and it will be returned unrepaired.